Manufacturer narrative:
The patient was under anesthesia from 8:23 am and until 11:14 am, before the decision to reschedule the surgery was made.

Manufacturer narrative:
Patient information not provided by the site at time of this report. On (B)(4) 2013, medtronic representative following-up at the site performed an o-arm system check-out and an external cable inspection on the door open cable. The system passed all categories and the external cable was graded a. No issues identified.

Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
The root cause investigation determined the most likely cause of the reported event to be "damage/distortion of side wall or mounting plate."

Event description:
A medtronic representative reported that, while in a procedure, the o-arm system doors appear closed, however. The pendant displays "door open" and the rotor lights do not come on. The patient was under anesthesia and an incision made. The surgeon opted to halt the surgery at this time. Surgery was rescheduled.

Manufacturer narrative:
The system was tested onsite and the reported issue could not be duplicated during simulated use testing. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.